Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.75 flextome¿ cutting balloon¿ was used to dilate a tortuous target lesion. During procedure, upon inflation of the device, the physician observed an unusual feeling regarding the device. The device was then removed and balloon rupture was noted. The procedure was completed with another of the same device. There were no complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 3 mm distal to the proximal balloon bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. Moreover, a visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.75 flextome¿ cutting balloon¿ was used to dilate a tortuous target lesion. During procedure, upon inflation of the device, the physician observed an unusual feeling regarding the device. The device was then removed and balloon rupture was noted. The procedure was completed with another of the same device. There were no complications reported and the patient's condition was good.